Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that a healthcare professional (hcp) had noticed having high impedance issues with six patients over the past six months and hcp was "concerned about a potential product issue." The issue described was patients that develop high, intermittent and weird impedance issues post-implant. In each case, the hcp had "gone back on these cases, wiped down contacts at the implantable neurostimulator (ins) site and reconnected and everything was fine." Components were not believed to be "changed out" due to this issue. It was reported on (B)(6) 2012 the patient had individual impedances >40 ,000 on her right side implantable neurostimulator (ins). Over the next few months, it was reported the impedances seemed to settle down except for the 0 contact which remained "very high". Thereafter, impedances began to rise on the right side; 0 and 1 contacts were >40,000. The patient experienced "shock-like" sensations in the left arm when laying down on her right side. The shock-like sensations went away when the ins was turned off. On (B)(6) 2013 patient had a revision of her right-side ins. The ins was disconnected, the prongs were wiped off with dry gauze, and the ins was reconnected. All impedances were found within normal limits. See MFR. Reports #3007566237-2013-03704, #3004209178-2013-20287, #3007566237-2013-03698, #3004209178-2013-17367, and #3007566237-201 3-03214 regarding the same hcp noticing similar issues with different patients.